Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the keypad rubber was undamaged, and all keypad buttons responded properly. The allegation of under responsive keypad buttons was unable to be duplicated. The keypad was removed to find no contamination or damage to the button contacts. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump and in the battery canister. The leak test failed due a battery compartment leak. The pump cover was removed to find further moisture corrosion to the power printed circuit board, and the keypad circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.